Event description:
It was reported that the clinical study patient presented for in-clinic follow up. Further evaluation showed loss of capture exhibited by left ventricular lead in all vectors, except for the programmed vector. No changes or interventions were made. The patient was stable